Manufacturer narrative:
A2 age at time of event: 18 years old or older. G4: premarket / 510(k) #: additional #s: k152853, p930031, p980033.

Event description:
It was reported that the stent was partially deployed. The target lesion was located in an arteriovenous shunt. A 10x94x75/ 7f wallstent rp endoprosthesis was advanced to treat the lesion. However, during deployment, the stent hardly deployed inside the patient. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.